Event description:
It was reported that the asymptomatic, pacer-dependent patient presented remotely upon receiving patient notifier alert for non-sustained right ventricular oversensing on the ventricular channel of the implantable cardioverter defibrillator, pacing inhibition was observed as a result. X-ray imaging did not reveal any connection issues. It was noted that the noise was reproducible with deep breaths. Programming modifications were performed on the device successfully.